Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. A complete pump reset was provided by technical support, who guided the customer through the process, and it resolved the issue, allowing the customer to successfully start a new sensor session.